Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy below -5% but above -15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Occlusion failure-confirmed-recalibration: intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21 psi, which is outside the acceptable range of 22 to 38 psi. No patient harm was reported.

Manufacturer narrative:
There are previous complaints #(B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework -1, post-rework 6. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4)

Event description:
On 05/30/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.